Event description:
It was reported that as an attempt was made to remove the catheter percutaneously, the catheter separated and a portion was retained in the pt. A small incision was made and the retained catheter portion was removed. There were no further complications.